Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed a test step during testing. The device's sensor board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for routine preventative maintenance and during testing, the device failed a test step. The sensor board needed replaced to address the issue. During additional evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.